Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be due to a hmi reset as the failure mode of the malfunction, which was due to an incorrect status synchronization between the controller and the current software version. The correction consisted of in performing preventive maintenance, technical service and a software update to sw 1.2.3.